Event description:
The acdf anti-back out broke during surgery while the surgeon tried to tighten it a little bit more with forceps. The surgery was completed leaving the part of the broken screw stuck in the plate so without locking cup on the construct.

Manufacturer narrative:
Batch review performed on 08 august 2022: lot 1922140: (B)(4). Expiration date: 2025-01-07. No anomalies found related to the problem. (B)(4). The application shaft act as a torque limiter and should break off as soon as the final tightening torque is reached. The surgeon has reacted correct, the best would have been to either try to remove the remaining piece with a forceps and to use a new anti back-out plate or to replace the implant. The surgeon should definitely careful monitor the patient and keep an eye on screw migration, screw back-out can happen but don't have to. However, the complication can be sever if it happens. It seems that he accepted the potential risk since he was not willing to replace the device/locking screw.

Manufacturer narrative:
On 7 november 2022, the branch confirmed that the device of this complaint is not available.